Event description:
It was reported that the patient presented at the emergency department after receiving shocks from their implantable cardioverter defibrillator (ICD). A remote transmission showed t-wave oversensing (twos) on the right ventricular (rv) lead during non-sustained ventricular tachycardia and supraventricular tachycardia (svt) episodes that may have contributed to the shock delivery. It was noted that the patient¿s troponin levels were elevated and an electrocardiogram (EKG) was done for ischemia. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.